Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Specific to complaint device, the IFU states that the device is indicated for iliac arteries 7.5-20mm in diameter. Although images were not provided, the diameter of the iliac arteries was a likely contributing factor to the endoleak. The iliac leg stent graft is not intended for an iliac larger than 20mm. The information received indicates that the physician knew that endoleak was possible due to the patient's anatomy and prepared to place extensions to resolve the issue. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair since the diameter of the proximal aortic neck was 30mm and both of the distal iliac arteries were 29mm. The procedure was conducted as labeled. Type I endoleaks were present from the proximal site and both distal sites after one zenith main body and two zenith iliac legs were placed. A zenith main body extension was placed at the proximal site and zenith main body extensions were placed at each of the distal endoleak sites (1820334-2009-00664). Then endoleaks were resolved. The patient tolerated the procedure.